Event description:
It was reported to philips that the allura system was non functional. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the image disk full message was displayed on the monitor and the images could not be transferred to pacs after procedure was finished, and the space was only enough for 5 patient images. The fse replaced the ip-pc and the image hard disk. The image disk full message and cannot transfer to pcas issues were solved. However, there was still no image after exposure. The fse solved the issue by replacing the hard disk of the host-pc and re-installing the software. The returned ip-pc has been analyzed; however, no failure was found. After replacing the ip-pc and the hard dive of the host-pc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.